Event description:
Customer runs troponin ultra in duplicate. Discordant troponin ultra result of 0.022 ng/ml and 0.056 ng/ml was obtained on a patient sample. The sample was retested and the results of 0.021 ng/ml and 0.020 ng/ml were obtained. The result of 0.020 ng/ml was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse checked the event log and found they had errors on aspirate probe sensors 1, 2, and 3. The fse replaced the peripump tubing for the aspirate probes, inspected the system and ran qc. No further evaluation of the device is required. The instrument is performing within specifications.